Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother reported via phone call that the customer had a black spot on the insulin pump's display. Customer had a blood glucose level of 530 mg/dl earlier in the day of the call, which was treated with the insulin pump and a manual injection. Blood glucose level at the time of the call was 412 mg/dl. The caller declined completion of troubleshooting and was advised to perform a full set change. The insulin pump was not replaced or returned for analysis.